Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in good condition. No physical damage found. Labels are undamaged. Temper seal missing. Performed functional check. Visually inspected the pump. Customer problem confirmed. The cassette detection didn't work. The root cause was undetermined. As a result, the dso sensor was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the switch-off pressure did not trigger, and the cassette sensor only gave an alarm sporadically. There was unknown patient involvement and unknown patient harm/adverse event reported.